Event description:
A pt reported blood glucose results of "2.3 mmol/l and 6.7 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution is being replaced.